Manufacturer narrative:
H10: the customer reported that the touchscreen was damaged due to a shock at the front. It was unknown on how the shock happened as there was no additional information on whether the device fell or it was dropped. To resolve the issue, a replacement front assembly was sent. A search in salesforce/servicemax found no further related calls. The absence of further calls supports that the reported problem was resolved. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an unknown problem with the screen after receiving a shock. The device was in clinical use at the time of the event. There was no report of patient or user harm.